Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a right internal carotid artery (ica) occlusion case, subject guidewire was navigated to the tail of ica. While checking under digital subtraction angiography (dsa), operator found distal tip of the subject guidewire fractured. An attempt to retrieve the fractured segment was made using a snare device but failed so the fractured segment was left inside the patient¿s vessel. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device.

Event description:
It was reported that during a right internal carotid artery (ica) occlusion case, subject guidewire was navigated to the tail of ica. While checking under digital subtraction angiography (dsa), operator found distal tip of the subject guidewire fractured. An attempt to retrieve the fractured segment was made using a snare device but failed so the fractured segment was left inside the patient¿s vessel. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous, a long sheath (non-stryker) was used in the procedure in conjunction with the subject device, the issue was noted on the distal of the subject guidewire and occurred when the guidewire was delivered to the ica tail, and no friction/resistance was encountered during the procedure. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to the as reported event of the guidewire distal tip broken/fractured during use and un-retrieved device fragments.